Event description:
Clinic notes received stated that the patient felt that the vns was no longer working and that she did not feel any impulses when she swiped the magnet over the device.

Manufacturer narrative:
Describe event; corrected data; initial MDR inadvertently omitted information known at the time of submission.

Event description:
The generator was manufactured with laser routing process, thus making the device susceptible to premature battery depletion.

Event description:
It was reported that the patient¿s generator battery was "at red," but was implanted less than a year prior. The patient¿s treating physician believed that the battery had depleted prematurely. The patient was referred for a generator replacement surgery, but surgery has not occurred to date. The generator device history record was reviewed by the manufacturer. All quality tests passed prior to release and distribution. No additional pertinent information has been received to date.

Event description:
The patient¿s generator was replaced in surgery. The explanting facility reportedly does not return explanted devices. Therefore, product return is not expected. No additional pertinent information has been received to date.